Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device passed away; date of death not communicated. The patient advocate contacted boston scientific requesting legal assistance, as the involved device was alleged to have cause or contributed to the patient's death. The device has been included in a class action lawsuit. The device was not returned to boston scientific after the patient's death and no information was sent to boston scientific at the time of the patient's death.